Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. After the exfoliation was completed, when the fascia was cut and the branch processing was performed, the toggling switch was set to the back position, and energization was performed, but cutting was not possible. The alarm to confirm the power was on. They checked the operation of the power supply and cable and confirmed that there was no problem. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). A lot history record review was completed for lots 25147384, 25148887 the last 2 lots shipped to the account prior to the event date. See attached email. There were no ncmr's recorded in the lot history. The device was returned to the factory on 02/10/2020. An investigation was conducted on 02/21/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the jaws. The tip of the device was observed to be bent upwards. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.67 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure ¿electrical issue" is not confirmed, but confirmed for the analyzed failure "material twisted/bent shaft".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. After the exfoliation was completed, when the fascia was cut and the branch processing was performed, the toggling switch was set to the back position, and energization was performed, but cutting was not possible. The alarm to confirm the power was on. They checked the operation of the power supply and cable and confirmed that there was no problem. A replacement device was used to complete the procedure. The hospital did not report any patient effects.